Event description:
Customer complaint: "purchased a monitor from (B)(4). They will not accept a return. The monitor runs high numbers. I have reset and did all the steps per instructions with manuel. I have another monitor that I cross checked the readings and your monitor runs 20 points higher.